Manufacturer narrative:
(B)(4). Device product code: phx. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product, ln 352070, identified the tip was fractured. Bending fracture failure mode was identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument crack and thread damage was noted after the surgery. Attempts have been made and no further information has been provided.